Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: during investigation, there were no pump reboots observed in the black box. The battery compartment was found to be cracked. There was no damage found to the returned battery cap. There was corrosion observed inside the battery compartment. The returned battery cap was able to attach to the pump and power on. The pump was exercised for 24 hours with no pump reboots duplicated. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture damage found. There was no damage found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.